Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of above 500mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The reporter was unsure whether the customer was wearing the insulin pump during the hospitalization and was also released the same day. The insulin pump will not be returned for analysis.